Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the patient's capsule was too weak to support it. The reporter stated the patient had preexisting weak zonules and the cataract was dense. The lens was removed and a anterior chamber lens was implanted. There was no patient injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens.